Event description:
It was reported that during implant attempt, the lv (left ventricular) lead pacing threshold was satisfactory, until it was sutured in place. After being sutured in place, the pacing threshold increased from 0.6 to 7 volts. When the suture was removed to reposition the lead, a potential fracture was noticed at the location of the suture tie down. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. All conductors were distorted, blood/body fluid was present, and there was apparent implant damage. No fracture was observed.